Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent an ankle stabilization with external fixation to treat diabetic trimalleolar displaced ankle fracture. Post-op, it was discovered an external fixation wire had broken and the patient had developed an ulcer.